Manufacturer narrative:
Patient weight: unknown/ not provided. Telephone number: (B)(6). Device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient could not see well far or near and had photophobia. The patient also experienced visual acuity issues and glare. Vision had been unstable. Another johnson & johnson lens, model diw225 21.5 diopter was implanted as a replacement. It was stated that there was no incision enlargement, no vitrectomy, sutures done. There was no patient post-operative (op) injury and the outcome was reported as no health damage. The removed lens had been discarded. No other information was provided.